Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6935m62, lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room with "scant fresh blood from a lateral incisional margin and left axillary hematoma from device implant site" one day post implant. The physician applied a pressure dressing and the device and leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
The patient was a participant in the (B)(6) study.